Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device was unable to obtain an ECG signal via electrode pad. The complainant was able to successfully shock the patient using the fire department's own defibrillator, however, the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.